Manufacturer narrative:
According to the facility on (B)(6) a catheter was placed and 'after about 5 minutes the balloon broke requiring an additional catheter'. Per the facility there was no serious injury noted or follow up care required outside of the additional catheter placement. Per the facility the patient is reported to be doing okay. The sample is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) a catheter was placed and 'after about 5 minutes the balloon broke requiring an additional catheter'.